Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the 15x10 axios device was unable to puncture despite increasing the power setting, and a slight blanching of the tissue was noted. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event), and block b5 (describe event or problem) were updated based on the additional information received on february 3, 2026. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the 15x10 axios device was unable to puncture despite increasing the power setting, and a slight blanching of the tissue was noted. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on february 3, 2026. It was reported that the axios stent was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025.